Event description:
Monitor was applied in ER for external pacing. Pt was transferred to ICU. An internal monitor was attempted. Unsuccessfully and pt was taken to the cath-lab where an internal monitor was placed. When the pads from the monitor were removed, there was a deep burn on the anterior chest wall and a smaller burn on the posterior chest wall.